Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. The delivery device was returned outside the loading device. The seal and tension spring assembly remained in the loading device. Blood was observed on delivery device and loading device. . The blue side lock was dis-engaged and the white plunger was not depressed. Seal and tension spring assembly were taken out from the loading device for inspection. Seal was observed to be cracked and delaminated on the outer coil. There was no blood observed on the seal. There was no blood observed in the delivery tube. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Seal and tension spring assembly were taken out from the loading device for inspection. Based upon the received condition of the device, the reported complaint for "failure to load" and analyzed failure "crack seal/delaminated" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventive (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.